Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient had pre-existing first degree heart block prior to the procedure. The length of the membranous septum was 3.5mm. After the pre-balloon aortic valvuloplasty (bav) was performed, the patient went into complete heart block. The valve was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc). The heart block persisted. A temporary pacemaker was inserted. The patient was transferred to the intensive care unit (ICU). On (B)(6) 2025 the heart block resolved on its own, and the patient was discharged. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient had pre-existing first degree heart block prior to the procedure. The length of the membranous septum was 3.5mm. After the pre-balloon aortic valvuloplasty (bav) was performed, the patient went into complete heart block. The valve was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc). The heart block persisted. A temporary pacemaker was inserted. The patient was transferred to the intensive care unit (ICU). On (B)(6) 2025 the heart block resolved on its own, and the patient was discharged. The patient status was stable.

Manufacturer narrative:
An event of heart block and malposition were reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the implant depth was 2 mm from the non-coronary cusp which is higher than optimal implant depth of 3-9 mm which may have caused the reported complications. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The reported unexpected medical intervention was the result of case-specific circumstances, as temporary pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.